Event description:
It was reported that when the battery was interrogated and the adaptive stimulation was tested, everything was okay with the battery. Once the patient had total control of the device and moved into different positions, the battery did not register these positions. It seemed that the battery was moving around in the pocket and there was no problem with the device. No patient injury was reported. The patient was reprogrammed and the adaptive stimulation was turned off.

Manufacturer narrative:
(B)(4).